Event description:
At the conclusion of a cardiac stenting procedure, an angio-seal occlusion device was placed in the femoral artery. The device did not deploy appropriately and a portion of it adhered to plaque within the femoral artery causing an occlusion and requiring surgical intervention.